Event description:
It was reported that the pump battery depletes too fast and not holding a charge. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event. New charging supplies were sent to the customer.